Manufacturer narrative:
(B)(4). No similar complaint were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -14.5/2.5/62, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was removed and later replaced with a shorter length lens of different power due to angle closure with elevated iop. It was reported that the problem resolved. For status of the eye "blurry vision" was reported. Cause of event was unknown.

Manufacturer narrative:
B3: 05-oct-2021. Claim# (B)(4).